Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) marked one qrs beat with a noise marker. Technical services (ts) discussed it was likely a beat that was too steep too fast causing signal to be labeled as noise, ts discussed it was only one beat; however, signal does have a steep signal. Ts recommended monitoring. This sicd remains in service. No adverse patient effects were reported. Additional information was received, this patient had an unrelated surgery. Post surgery, auto setup was ran and all vectors failed due to signal being too big. Technical services (ts) was consulted, noted signal was big even before surgery and explained how smart pass could help to appropriately sense. This device tachy therapies were programmed off. A stress test was performed were no tachy markes were noted and therapy was programmed back on. This s-ICD remains in service. No adverse patient effects were reported.